Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The battery was replaced with a known good battery, but the receiver still would not power on. A receiver download was attempted but could not be completed due to receiver not turning on. The receiver case was opened, and an internal visual inspection was performed and failed due to a damaged battery. Confirmation of the complaint was undetermined. The probable cause could not be determined.